Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a rn inquiring about the patient's device being mr conditional. It was reported that the patient's ipg was explanted for an unknown reason. Patient reported having ipg removed in 2022 for an unknown reason and the leads may have been left behind. Manufacture representative was not made aware therefore limited information.